Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. There is no indication that the lifevest caused or contributed to the patient's death as the patient was in a non-life-sustaining rhythm prior to the treatments.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 while wearing the lifevest. Prior to passing, the patient received 3 inappropriate treatments. At 8:47:25, the patient received an inappropriate shock. The rhythm at the time of the treatment was CPR artifact, the post-shock rhythm was CPR artifact. At 8:47:53, the patient received a second inappropriate shock. The rhythm at the time of the treatment was CPR artifact. The post-shock rhythm was CPR artifact. The third inappropriate treatment was delivered at 8:48:19. The rhythm at the time of the treatment was CPR artifact, the post-shock rhythm was CPR artifact. The device was shut down at 8:53:58 when the patient was in asystole. There is no indication that the lifevest caused or contributed to the patient's death as the patient was in a non-life-sustaining rhythm prior to the treatments.